Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4). De paula leite cury r, simabukuro am, de marques oliveira v, escudeiro d, jorge pb, severino fr, guglielmetti lgb. Anteromedial positioning of the femoral tunnel in anterior cruciate ligament reconstruction is the best option to avoid revision: a single surgeon registry. J exp orthop. 2020 mar 7;7(1):11. Doi: 10.1186/s40634-020-00225-x. Erratum in: j exp orthop. 2020 may 16;7(1):33. Pmid: 32146549; pmcid: pmc7060973.

Event description:
It was reported that on literature review ¿anteromedial positioning of the femoral tunnel in anterior cruciate ligament reconstruction is the best option to avoid revision: a single surgeon registry¿, after the procedure, using the endobutton, 2 patients had a superficial infection treated with antibiotics. No further information is available.